Event description:
The user facility reported a hose separated from the system 1e and sprayed the uv power supply. Facility personnel turned off water supply and cleaned up water. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician inspected the unit and found the facility had repaired the hose fitting at the pre a&b outlet connection by slipping a hose over the straight barb fitting and tightening the worm clamp. The technician deinstalled the hose and worm clamp, inspected the hose and clamp for good connection and reinstalled the hose and worm clamp. The technician also replaced the uv power supply. The technician ran diagnostic and processing test cycles; technician confirmed the unit was operational and return to service. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).